Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, after tka surgery had been performed, the patient experienced a broken lgn ps high flex xlpe sz 7-8 9mm post. This adverse event was solved by revision surgery on (B)(6) 2023. The current health status of patient is unknown.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, the provided screenshot of the implantation demographics was reviewed. However, it does not contain the intraoperative report. As of the date of this medical investigation, the requested supporting clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the reported broken post and subsequent revision. The patient impact is the revision and post operative convalescence period. No further clinical assessment is warranted at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed in warnings and precautions that the implant can break or become damaged as a result of strenuous activity or trauma. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According per material specification, the quality and manufacture of 7.5 mrad cross-linked polyethylene bar shall be controlled. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include postoperative care, abnormal loading of limb, excessive forces and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.